Manufacturer narrative:
Recall number: z-2155-2024. 1038671-2023-00801 the product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00801. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department, the patient had a bilateral knee replacement. Approximately 111 months after the initial procedure the patient had a bilateral knee revision due to pain, swelling and prosthesis wear. Patient was then taken to the recovery room in satisfactory condition. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.